Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Drive support was inspected and no anomaly was noted.

Event description:
It was reported that customer experienced display anomaly. It was reported that display screen was damaged and difficult to read. Customer's blood glucose was 297 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.